Event description:
The patient arrived at the clinic on (B)(6) 2024 with significant damage to the outer casing of the modular cable. The modular cable was replaced. The event was reported as an adverse event. The event required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the modular cable (lot number: 7033572) was unable to be confirmed. The modular cable was not returned for analysis and no photos of the damage or log files were submitted. Attempts were made to obtain additional event information, but no response was received. The root cause for the damage was not able to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations from manufacturing and qa specifications. Heartmate iii instructions for use section 2 - system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.